Event description:
On (B)(6) 2013, patient came in for 3 month evaluation and left eye uncorrected visual acuity had decreased. Patient was also diagnosed with corneal haze on the left eye. Patient states left eye is blurry and has extreme photophobia. Left eye felt numb and looks hazy with burning sensation. Patient's uncorrected visual acuity (ucva) was 20/25 on the right eye and 20/60 on the left eye. Best corrected visual acuity (bcva) was 20/20 on the right eye and 20/40-1 on the left eye. Patient was treated with prednisolone acetate 1%. Additional follow-up was provided. Customer stated that patient issues (corneal haze, blurriness, photophobia, numbness, burning, halos/ glares) had not resolved as of follow-up visit date (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult to determine. Customer is only reporting this event and did not request field service or clinical support.